Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a low battery power alert became frozen on the pump screen and the customer was unable to clear the alert. The customer's blood glucose level was impacted (253 mg/dl), as a meal had just been eaten prior to the reported issue. During troubleshooting with tandem technical support, the alert was able to be cleared and a bolus was able to be delivered.